Event description:
I had a boston scientific defibrillator implanted in (B)(6) in (B)(6) 2023. After going into cardiac arrest on (B)(6) 2023 while in (B)(6), the device failed to operate correctly. During transport via ambulance, it appears to have misfired or didn't fire at all. All I recall is someone saying it look I was having a seizure? I got up to go lay down and a got a shock that felt like someone kicking me in my chest. Don't recall much after that shock? It was a sicd, a219, sn (B)(6). This information was given to me from the emergency room hospital doctor as well as the emergency room cardiologist. They informed me that the device was defective and needed to be replaced. Due to the difficulties to remove the defective device, they felt it was best to have it disabled and implanted a replacement. They recommend I go to a heart hospital to have it removed. After recovering from surgery, I returned to (B)(6), the same doctor that implanted the device did the removal as well or was involved in both procedures.